Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent unspecified breast surgery with a 755cc mentor memorygel breast implant and experienced capsular contracture; baker grade iii on her left side postoperatively. As a result, the device will be explanted on (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the procedure type was primary augmentation, and date of unilateral replacement surgery with catalog number smpx755 (order placed) is moved to (B)(6) 2021. Field d6b for explantation date is (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 6, 2021, mentor became aware that the surgeon removed capsule and re-implanted same implant. Hence, health impact code "surgical intervention", and device problem code "off-label use" were added to section h on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 4, 2021, mentor received confirmation that re-augmentation with capsulectomy was done on the 5th of october but the doctor used the original implant so the warranty is void is what I was told. He was not aware that he needed to use a new implant. Manufacturer¿s reference number: (B)(4).